Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture, baker grade unknown and malposition, edema, pain, visibility/palpability, and pruritus¿.

Event description:
Patient reported "shifting, swelling, pain, tightness, and deep itch toward chest under implant." Healthcare professional later confirmed "shifting" and reported capsular contracture, baker grade unknown. Device remains implanted. This record is for the right side.